Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the upper buttocks, which is an off-label usage of device, on (B)(6) 2025, it was reported that the patient was initially getting readings (cgm not described) and was not experiencing malfunction prior to the event. She lost consciousness without a low notification. The husband gave her glucagon. When she woke, the mobile device showed that the wearable had failed. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.